Event description:
It was reported to philips that the system's image quality was poor, causing a misinterpretation. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was confirmed that there was no misinterpretation due to poor image quality. According to the additional information acquired, the system was in clinical use for a diagnosis, and the procedure was completed as planned using the system. A philips field service engineer (fse) visited onsite. The customer informed the fse that the image quality was not as desired for large patients compared to average patients. To resolve the issue, the fse adjusted the fluoroscopy settings and successfully performed image quality tests. The system returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The device was confirmed to be operating per specifications, and no failure was identified. The procedure was successfully completed on the same system with no impact to the patient. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.